Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 13648125, UDI:(B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief from the device. The patent underwent a spinal cord stimulation (scs) system explant procedure and patient was doing well postoperatively. The explanted device components will not be returned as it was discarded.